Event description:
Customer alleged "pt was leaning on right siderail, he pushed up on siderail causing siderail to release. Pt fell out of bed." Pt rec'd cut on left elbow. The cut was wrapped in wound dressing.

Manufacturer narrative:
The hill-rom technician inspected the bed and found no issues with the siderails. All are latching, bed is working as designed.